Event description:
It was reported that a malfunction alarm occurred with the pump. The impact on the customer's blood glucose level was unknown or declined to answer. The customer was instructed to use multiple daily injections as a backup therapy while a replacement pump was arranged by technical support. The customer was guided on how to put the pump into storage mode and return it using a pre-paid label.